Event description:
It was reported during the stent-assisted coil embolization procedure there was resistance when the subject stent was advanced into the catheter. Multiple attempts were made to advance the stent, but were unsuccessful. During withdrawal from the catheter, due to excessive tension, the tip of the subject stent partially deployed. The device was replaced and the procedure was completed with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. F10/h6 device code grid _ updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned inside an microcatheter. The stent was partially deployed. The stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was not returned. The microcatheter was intact. During functional testing the sdw was advanced and stent was deployed on the table without difficulties as the stent had already been transferred to the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'when advancing the stent to the hub of the microcatheter, increased resistance was encountered, preventing normal introduction into the microcatheter. Despite multiple attempts, the stent could not be advanced, and it was gradually withdrawn. During withdrawal, due to excessive tension, the tip of the stent was partially deployed'. It was further reported in the follow-up questions process that the stent deployed in the hub of the microcatheter. The stent was returned for analysis almost fully deployed from the distal tip opening of an microcatheter. It was deployed during analysis without incident and once deployed, noted to be deformed towards the distal (open cell) end. The 3 marker bands were present on both ends of the stent. The stent delivery wire (sdw) was also returned and it was noted to be kinked/bent along its length and near the distal section of the wire. The introducer sheath was not returned for analysis. The condition of the returned device is not aligned with the event description and follow-up question responses. The fact that the stent was actually partially deployed from the distal end of the microcatheter is very different to the event description. Therefore, it is not possible on this occasion to determine exactly what happened which led to the complaint. The as reported event of stent partial deployment and stent difficult/unable to transfer as well as the as analyzed damage of stent deformed, stent partial deployment and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported during the stent-assisted coil embolization procedure there was resistance when the subject stent was advanced into the catheter. Multiple attempts were made to advance the stent, but were unsuccessful. During withdrawal from the catheter, due to excessive tension, the tip of the subject stent partially deployed. The device was replaced and the procedure was completed with no clinical consequences to the patient.